Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 120 units of insulin. Blood glucose level was 160 mg/dl. Although requested by tandem technical support, the customer declined troubleshooting and reported that fill estimate was accurate at the time of the reported event.